Event description:
It was reported that device embolization occurred. A left atrial appendage closure procedure was performed and a 24mm watchman flx pro closure device was implanted. At the routine 45-day follow-up transesophageal echocardiogram (tee) was performed and the closure device was not in the laa. The closure device had embolized to the distal aorta. The patient was not symptomatic and there was no tissue damage to the distal aorta. The closure device was percutaneously explanted via snare on (B)(6) 2026.

Manufacturer narrative:
B3: bsc aware date used as event date is unknown.